Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion was found at 12.5cm to 14.7cm from the distal tip. Internal insulation abrasion was also found at 14.5 cm to 14.8cm from the distal tip. The etfe coatings were intact at these locations. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.